Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
On (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2016 the patient underwent a reintervention to treat a type iii endoleak. The contralateral leg component was disconnected from the contralateral gate of the trunk-ipsilateral leg component. A 16x9.5 contralateral leg component was utilized to bridge the contralateral gate to the contralateral leg component. The patient tolerated the procedure.